Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, one electronic photo and one video was provided for review. The photo shows one hemosplit catheter implanted in a patient body. The clamp was present. The blue extension leg of the catheter was found deformed and opacified just distal to the bifurcation. The video shows a clinician trying to infuse the hemosplit catheter through the blue extension leg. However, the blue extension leg appeared deformed and opacified just distal to the bifurcation. The investigation is confirmed for the reported material protrusion, stretched and identified material opacification issues as deformation and opacification was noted on the blue extension legs of the catheter in the provided photo and video. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(method) h11: g1, h6(device, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that some time post dialysis placement, the lumen material of the catheter was allegedly bulged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported that some time post dialysis placement, the lumen material of the catheter was allegedly bulged. It was further reported that the catheter was allegedly opacified. There was no reported patient injury.